Event description:
It was reported that an ilet pump became nonfunctional with a dead battery, would not power on despite a solid charger light, outlet changes, and a second charger attempt, and the user transitioned to alternate insulin delivery using a subcutaneous insulin pen while wearing an alternate pump; the problem was characterized as premature battery discharge associated with the battery component. Symptoms included hyperglycemia, confusion or disorientation, and dry mouth. Outcomes included the need for unexpected medical intervention in the form of medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with a battery-related failure and premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial